Manufacturer narrative:
As received, a complete lead was returned in one piece without a stylet. The reported event of stylet insertion difficulty was confirmed. The stylet insertion test was unable to insert beyond the connector region due to inner coil was clogged with blood and ptfe coating of the stylet. The cause of stylet insertion difficulty was isolated to inner coil clogged with blood and ptfe coating of the stylet. The reported event of low sensing was not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not reveal any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant procedure, low sensing was noted on the right ventricular (rv) lead. Low sensing which resulting in undersensing continued after the procedure. The physician suspected the undersensing was caused by the patient related condition, right ventricular dysplasia. An additional procedure was performed. During the revision procedure, it was difficult to advance the guidewire in the rv lead. The lead was explanted and replaced to resolve the event. The patient was stable.